Manufacturer narrative:
(B)(4). It was reported that the cause of death was due to an unrelated event (heart failure). It was reported that patient was performing continuous ambulatory peritoneal dialysis therapy prior to death. As the cause of death was due to an unrelated event, the initial reported event of death is no longer a reportable event. The device is no longer considered suspect product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the time of death. It was not reported if therapy was ongoing at the time of death or if the patient was connected for therapy when they died. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.